Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient who was treated for pain management with an implantable neurostimulator (pain stimulation implantable pulse generator) experienced overstimulation from the therapy, which resulted in severe muscle spasm down the left leg and an inability to walk independently for several days due to pain. The therapy required reprogramming due to the overstimulation. The patient contacted their pain management physician and arranged an appointment with a new representative and physician to check on the implant.